Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting quickly. The customer reported the battery fully depleted multiple times and the pump shut off due to the battery issue. The customer¿s blood glucose was 500 (mg/dl). A manual injection was administered and the customer consumed water. Reportedly the customer would continue to use the pump for insulin therapy. The customer also had manual injection supplies available.